Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that for the past couple of days they been having an issue with the settings of their implantable pulse generator (ipg). It was also noted that the timing is off for the sleep setting and that the pacing increases whenever their smartwatch is in close proximity to the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.